Event description:
The caller reported an issue with the insulin gauge displaying an amount that differed from expectations. There was no adverse impact on the customer's blood glucose level, as values remained within normal range. The customer was assisted by technical support in reloading the same cartridge, which corrected the discrepancy, and the issue was resolved.